Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a damaged dilator and a photograph of the sample. The tip of the dilator was indented. A piece of material was pushed back with a whitened appearance, characteristic of stress. A review of manufacturing records did not yield any relevant findings. The provided instructions recommends enlarging the cutaneous puncture site with a scalpel. It is not known if a skin nick was made prior to insertion. Based on information provided and damage observed, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that upon insertion the dilator tip split. As a result new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).